Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited high pacing impedance. No intervention was made, and the lead will continue to be monitored. The patient was stable.